Manufacturer narrative:
Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil prematurely deployed and stretched and a snare was used to remove the coil. During the procedure, this 4x15 embold soft embolic coil prematurely deployed and appeared to be stretched. A snare was used to remove the coil. The patient fully recovered.